Manufacturer narrative:
Material and structural testing was performed at the parent company. A change in the design of the part was done, which improved quality and durability of the upper post area. The chair was updated using the re-designed part. DHR for this specific device was reviewed and the chair met specification prior to distribution.

Event description:
Client reported the upper plate of the elevator became detached allowing the seating to fall off of the base of wheelchair. Client reported to have suffered a minor injury to his knee.